Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol did not cause or contribute to the events of blurry vision. The blurry vision and explant were due to a refractive error. The initial iol was replaced with the same model iol, but 1.5 diopter difference in power. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
The lens was returned wrapped in a surgical sponge inside a specimen cup. Blood and solution was dried on the lens. The optic had multiple scratches and scuff marks on the anterior and posterior sides in the shape of an instrument used to grasp the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified company cartridge, with a company handpiece, and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the replacement lens was indicated to be another atiol (advance technology intraocular lens). The specific model/diopter were not provided. There are no other complaints in this lot. (B)(4).

Event description:
A operation room manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and refractive error. The iol was exchanged for another lens model 5 months following the initial implant procedure.